Manufacturer narrative:
This report is being supplemented to provide a correction / additional information provided by the device evaluation. The device evaluation found that in addition to the foreign material on the nozzle; the grip / forceps channel port / control section / right, left, up, down knobs / scope cover / jet tube / objective lens / bending section cover / light guide connector had foreign objects. Additional findings include the following: the channel mount unit had corrosion, the mount was dirty due to water leakage, the insulation resistance value did not meet the standard value due to a burn on the plastic distal end cover, the bending angle in the right direction did not meet the standard value due to damage on the bending tube, and the connecting tube had buckling.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that foreign material was exiting from the air / water nozzle. Additional findings include the following: the skeletons in the bending section were loose / collapsed, the insertion tube was deformed, the light guide lens was cracked, deterioration / discoloration was evident due to chemical stress during reprocessing, water invasion was found in the device, and the camera cover had a chip / crack / melting. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had no angulation when the angulation control knob was turned. The issue was found during an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was exiting from the air / water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a foreign object was attached to the scope, but it was not possible to identify the foreign object. There was no physical damage to the area where the foreign matter remained. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The detection method is described in the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.